Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited noise oversensing. The lead was not used and was replaced during procedure on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Final analysis found that as received, a complete lead was returned for analysis. X-ray, electrical and visual analysis were normal with no anomalies found.